Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. Summary revealed in short description the lcd was replaced and fixed. Other issues were found and repaired on the device. S224 c219 r119. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump is turning on then off. No patient was involved in event.